Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported issue. The unit was operated for more than five hours and did not exhibit any overheating or over temperature conditions. During the inspection, the fse replaced the tidal volume disk as part of the scheduled preventive maintenance (pm) interval, as well as the safety disk which was due for replacement based on expiration. Following service, the unit passed all functional and safety tests in accordance with the manufacturer¿s specifications.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during pre use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned by overheating message. There was no patient involvement reported.